Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, embolus is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient presented with a clot located in the left internal carotid artery (ica) and the m1 segment of the middle cerebral artery. Pre-procedure the patient was assessed having a thrombolysis in cerebral infarction (tici) score of 0 and a national institute of health stroke scale (nihss) of 19. It was reported that during the procedure new embolization to the a2 segment of the anterior communicating artery occurred following use of the retriever device. Revascularization was successful performed with mechanical thrombectomy using the retriever. Post procedure, the patient was assessed having a tici score of 2b, and at 24 hours, a nihss of 15. The patient was not affected due to the immediate revascularization and was discharged approximately seven days post the index procedure with a nihss of 7 and modified rankin scale (mrs) of 4.

Manufacturer narrative:
The subject device is not available.

Event description:
The patient presented with a clot located in the left internal carotid artery (ica) and the m1 segment of the middle cerebral artery. Pre-procedure the patient was assessed having a thrombolysis in cerebral infarction (tici) score of 0 and a national institute of health stroke scale (nihss) of 19. It was reported that during the procedure new embolization to the a2 segment of the anterior communicating artery occurred following use of the retriever device. Revascularization was successful performed with mechanical thrombectomy using the retriever. Post procedure, the patient was assessed having a tici score of 2b, and at 24 hours, a nihss of 15. The patient was not affected due to the immediate revascularization and was discharged approximately seven days post the index procedure with a nihss of 7 and modified rankin scale (mrs) of 4.